Event description:
Patient underwent total left hip surgery for degenerative arthritis jan. 1986. The summer of '91 he noticed a painless mass in his left inguinal area. He fell skining in jan '92 and sustained a fracture of the left greater trochanter treated by cruthc walking with touch down weight bearing. When seen on recheck feb. 2, the inguinal mass had increased in size and caused pain down inner aspect of leg. MRI revealed 11.3 x 7.1 x6.0 cm. Cystic mass in the distal iliopsoas area extending into the groin between the femoral artery and vein on one side and the iliopsoas muscle. It was decided that this represents a manifestation of plastic disease with cystic encapsulation of foreign material from high density polyethylene. Revision of the acetabuilum cup was planned for at least 6 weeks after the fall so that the fracture would be healaed. On may 7, 1992 he underwent an excision of retroperitioneal mass of the left groin and revision of the left total hip arthroplasty. During surgery the polyethylene cup was removed. It was apparent that the cup had extruded partially through the decompression hole. The cup was replaced. Path report documented a benign cyst with fibrous wall showing foreign body granulomatous reaction. Microscopic exam of cyst contents revealed dense hyalinized fibro collangenous tissue infiltrated by large number of macrophages including foreign body type giant cells. Patient was discharged may 13, 1992 out of bed ad lib with crutches and touch down weight bearing on the left. Office appointment scheduled for may 20, 1992device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other, invalid data. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - long term, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.